Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify excessive no delivery alarm and perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. All buttons functioning properly. No damage on the keypad assembly noted. No unexpected numbers ramping during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 200 mg/dl. The customer states the no delivery alarm occurred, followed by a motor error. Troubleshooting was able to resolve both alarms. However the customer noted before the customer noted before the no delivery alarm the numbers were ramping. The device will be returned for analysis.